Event description:
Patient was undergoing treatment for cerebral aneurysm. Dh1 detachment handle was inserted into the delivery pusher and coil detachment operation was attempted, but the coil did not detach. Delivery pusher was pulled out to be examined and it was noted that the black alignment zone was unchanged. Detachment was tried again with the detachment handle, but failed once more. The dh1 was replaced with another dh1 of a different lot, and the detachment worked successfully. There were no adverse effects on the patient's condition.

Manufacturer narrative:
Results: the handle appears to have been open prior to being returned for evaluation. One of the tabs that hold the nose piece on the handle is damaged. The handle was tested using the production test fixture ((B)(4)) which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. Conclusion: the complaint has been evaluated. The complaint indicates that the detachment handle was attempted to be used, but did not detach the coil. The nose piece to the handle was tapped on so the handle can be tested. The handle passed the throw distance and pull force on the test fixture. This test shows that before the handle was disassembled, it functioned properly. There appears to be no issue with the handle and the issue is likely due to user technique. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.